Event description:
It was reported that a patient programmer wouldn¿t work and there was no communication, which started 4-5 days prior. The patient programmer batteries were just changed. The reporter wasn¿t able to make an adjustment to stimulation either with or without the antenna attached. A new programmer was sent to the patient, but wasn¿t connecting to the implantable neurostimulator (ins) either and they were unable to adjust stimulation. The issue appeared to have occurred through product use and no patient harm was reported. Someone from the doctor¿s office was scheduled to visit the patient on (B)(6) 2014 to check the status of the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID n EU_unknown_prog, serial # unknown, product type programmer, physician; product ID 3093-28, lot # v191496, implanted: (B)(6) 2012, product type lead. (B)(4).